Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level. The customer declined to provide additional information regarding the elevated bg and declined troubleshooting with tandem technical support.